Event description:
It was reported that during sterile processing conducted at the user facility the trigger of the device fell out. No adverse consequences or delays were reported with this event.

Manufacturer narrative:
The reported that the trigger fell off was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during sterile processing conducted at the user facility the trigger of the device fell out. No adverse consequences or delays were reported with this event.